Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. Corrected information is reported in e2. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. This product was was a product before countermeasures were taken by changing the operational amplifier circuit design of the dr board in the patient board. It is likely the operational amplifier failed resulting in no image in the 180-scope.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation the user report of an image issue was confirmed. A faulty printed circuit board was discovered and leading to no image displaying with 180 scopes. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer returned the evis exera iii video system center because it experienced an unspecified image problem during preparation for use. Once returned, the device was evaluated and it was discovered that the image would not appear with 180 scopes due to a faulty printed circuit board. This report is being submitted to capture the damaged printed circuit board. There was no patient harm or consequence reported as a result of this event.